Event description:
Patient receiving albumin via baxter albumin filter set up and primary infusion normal saline. It was noted that the albumin was dripping very fast in the drip chamber and the albumin was noted in the primary tubing up to the drip chamber. The only to stop the fast drip rate was to clamp the primary line at the junction where the secondary tubing is connected. Pump channel was changed and fast dripping in the chamber resolved. No harm to patient.